Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review for the lot in question could not be performed as the lot number could not be obtained. Retained devices from a lot of similar product were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Case details indicate that the issue may have been due to mislabeling by the customer. Although no additional details could be obtained, user error cannot be ruled out as the cause of the reported issue. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Customer unresponsive. Results pending investigation.

Event description:
Unspecified date: false positive result obtained on the cardinal health rapid test hcg cassette kit. Although requested, no further information was able to be obtained. Customer unresponsive.